Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui, urinary urgency, urge incontinence, nocturia, and microscopic hematuria. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to mesh failure, related complications, and vaginal mesh erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to mesh failure, related complications, and anterior vaginal mesh erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to mesh failure, related complications, exposed vaginal mesh. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh failure, related complications, anterior vaginal wall erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to mesh failure, related complications, vaginal mesh erosion, mid to distal urethrovaginal fistula, and small fibers of mesh in the periphery of this fistula. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and stress urinary incontinence. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with excision of anterior vaginal wall mesh erosion and anesthetic cystourethroscopy.